Manufacturer narrative:
Date sent to the FDA: 3/3/2022. Additional information: a1, a2, d1, d4 date sent to the FDA: 3/3/2022.

Manufacturer narrative:
Date sent to the FDA: 3/13/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2018 during which the surgeon noted well healed tender left inguinal scar with firm nodule in deeper tissue, very tender to palpation. He performed an open left groin exploration, identifying the left ilioinguinal nerve entrapped in a large amount of scar tissue at previously placed mesh at the location of the pain site. He freed up the scar tissue from the mesh and divided the nerve lateral to the mesh as it entered the space deep into the mesh. It was reported that the patient experienced severe pain and discomfort. No additional information was provided.